Event description:
A malfunction occurred where the t: slim x2 pump battery failed to charge, despite attempts to use different adapters and cables. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the malfunctioning pump, and the customer was informed about the shipping process, return procedures, and the need to program the settings into the replacement pump. The customer understood what needed to be done and agreed to the instructions and future processes. Customer will continue to use current pump. If battery dies, customer has mdi.